Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced scale marking issues. The following information was provided by the initial reporter: I would like to report a defective syringe, identified during practice without proper markings on the syringe. During the shift today the syringe was taken out of the outer wrap as usual in order to draw up the covid 19 astra zeneca vaccine. When examined, the syringe did not have clear marks on for volumes. The syringe in question was not used on any patient.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 6/10/2021. Investigation: a device history record review was completed for provided lot number 2006429. The review did reveal one related quality notification during the production process related to the reported defect. To aid in the investigation of this issue, both the picture and physical sample were returned for evaluation by our quality engineer team. The provided image shows a syringe with no scale printed on the syringe barrel, confirming the reported defect. Through the use of a roller system, the ink is transferred to the cliches (pieces which have the scale drawing embossed). Afterwards, the cliches transfer the scale markings to the syringe barrel. In this case, an unexpected malfunction took place during the process. This malfunction was detected and the machine stopped automatically. After the machine halts, the operator must remove the defective syringes from the process. This incident has been determined a consequence of human error, in which the operator did not properly segregate all of the defective material.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced scale marking issues. The following information was provided by the initial reporter: I would like to report a defective syringe, identified during practice without proper markings on the syringe. During the shift today the syringe was taken out of the outer wrap as usual in order to draw up the covid 19 astra zeneca vaccine. When examined, the syringe did not have clear marks on for volumes. The syringe in question was not used on any patient.